Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal part of stent strut got damaged or broken. The procedure was completed with a non-bsc device. No patient complications were reported.